Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, post-paced t-wave oversensing was observed. A single recommended programming change was made. No further information is available.